Event description:
It is reported that the patient has a button error on their insulin pump and buttons are unresponsive. Also, the pump will not hold a charge. Patient's blood glucose level is 263mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
The act button did not respond due to flattened dome switch. The battery out limit alarm could not be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).